Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing stimulation, "that hit them in the back giving them shocks so much they almost fell to their knees for four hours, it then started back up for another 4-5 hours. No additional symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-02-15 additional information was received from manufacturer representative (rep) reporting that the patients weight at the time of the event was (B)(6)., and confirming that the manufacturer representative (rep) was made aware of the event on (B)(6) 2019. No additional patient symptoms, or additional device complications were reported for this event.